Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was dropped from the system. A technical support specialist (tss) dialed into the server and verified the patient details in visits and orders, along with device settings. The tss confirmed that the patient was assigned to the correct area/unit matching the device and checked the station's inactivity days. Upon reviewing in sql server management studio (ssms), the tss found active and recent orders for the patient, which were listed under the active directory account and not as temporary. Checked the station, logged in and searched for patient, patient was visible. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient detail is dropped from the system. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient detail is dropped from the system. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6) medical center.